Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy birth complication') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's concurrent conditions included human papilloma virus infection and vaginal infection. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain ") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she need for additional surgery. Received treatment for: pain discrepancy noted: date(s) of insertion:(B)(6) 2012, (B)(6) 2014 . Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events: abdominal pain, pregnancy with contraceptive device, device ineffective were added. Outcome for pregnancy added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test". The patient's concurrent conditions included human papilloma virus infection and vaginal infection. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and mr received: reporter added, demographic added, product information added, event added: device monitoring procedure not performed. Concomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.